Event description:
It was reported that the patient presented for remote follow-up via merlin.net with the pulse generator in backup operation. The device was successfully restored with the programmed settings. The patient was in stable condition.